Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller was advised to reset the pump at their convenience and to follow up if the issue persisted.